Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the mini vision stent delivery system (sds) noted blood and dried contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and a rupture during use in the patient anatomy. Using a new indeflator filled with water, an attempt was made to pressurize the balloon, but no fluid would advance. The sds was left pressurized and after two days, the contrast dissolved and fluid leaked from a pinhole in the proximal end of the balloon, 1 mm distal to the proximal marker band, confirming the reported rupture. There were no scratches noted to the balloon. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy lab for further analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The leak was found at the edge of the fold at the distal marker impression. Damage was observed at and leading to the leak on the outer surface. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified, which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the calcified lesion such that at the balloon ruptured during the first inflation at the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hiryu 2.75 x 10 mm. Guide wire: runthrough. Guide cath: launcher 6f. Stent: mini vision 2.5 x 18 mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the lesion was in the left anterior descending artery (lad). The vessel had no tortuosity, was mildly calcified with a 90% stenosis. There was also a lesion in the circumflex which was successfully treated with a 2.5x18 mm mini vision stent. Pre-dilatation of the lesion in the lad was performed with a 2.25x15 mm mini trek balloon catheter after which the 2.25x18 mm mini vision stent was delivered to the lesion; however, the stent delivery system balloon ruptured at 16 atmospheres when inflated for a first time for stent deployment. The successfully implanted mini vision stent was further dilated with a 2.75x10 mm non-abbott balloon catheter per normal procedure. There was no reported resistance during advancement or retraction of the stent delivery system in the patient. No adverse patient effects reported. No clinically significant delay in the procedure was reported. No additional information was provided